Event description:
It was reported by a customer on (B)(6) 2011 error 711 was received from the laser system at start up as well as three times during the procedure. Per the customer, the laser system was shut off/on three times. The customer reported that the procedure was able to be completed with no harm to patient.